Event description:
It was reported to boston scientific corp on august 13, 2008, that a gemini stone retrieval paired wire / helical basket was used during a procedure in 2008. Initially it had been reported that the extractor presented a defect in the gauntlet. Which was further identified as an issue with the handle and therefore, not considered to be a reportable malfunction. Procedure completed with another of the same device. Upon receipt of the device eval on october 20, 2008, the basket is open, and cannot be closed, due to a buckled sheath. The pt's condition was reported as "stable".

Manufacturer narrative:
Customer complaint confirmed: the basket on the returned device is open and cannot be closed due to a buckled sheath. The sheath is buckled at the handle heat shrink. The root cause of this complaint is a design issue: the wall thickness of the sheath was not sufficient to prevent the sheath from buckling during use. A review of the device history record revealed that this lot was manufactured prior to the implementation of CAPA, which increased the wall thickness of the sheath to limit the occurrence of sheath buckling in retrieval basket devices.